Event description:
Lead failure. The pacemaker had been implanted in rptr's 86 yr old father. Her father passed away 4/5/95. The inner wire failed. The failure was due to an insulation problem. Rptr explained by "flipping a switch" externally, the pacemaker was changed from a bi-polar to a unipolar pacemaker. During a routine test on 2/23/95, the unit tested okay. Pt was hospitalized around 3/9/95 because the 2nd wire on the pacemaker failed. Surgery was performed to implant a new wire at that time. Again a co rep was present & therefore aware of the complaint. Pt died on 4/5/95 but not as a direct result of the pacemaker failure. He had other health complications resulting from being hospitalized in 3/95. Rptr feels her father never would have required hospitalization if it weren't for the pacemaker failure & therefore, the pacemaker indirectly contributed to her father's death. Rptr is in possession of the pacemaker.